Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified elastomeric device. The expected therapy time was approximately two days; however, it was observed that medication remained in the device that had not been delivered to the patient as there seemed to be no flow. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.